Event description:
Patient had an artificial urinary catheter placed approximately 12 years ago after urinary incontinence post radical prostatectomy and prostate cancer from approximately 21 years ago. Patient admitted with 1 cm cuff erosion seen with erosion of tubing at the scrotum surface. There was no purulent drainage from the site. Patient reported a hospitalization in the beginning of this year; a nurse removed his catheter without deflating the cuff first. He has had constant urine leakage since that. Surgeon performed cystoscopy, artificial urinary sphincter removal and urethroplasty approximately 2 months ago. Post op diagnosis was infected urinary sphincter and erosion of the cuff into the urethra. Patient transferred to recovery room in stable condition. Admitted overnight for observation and administration of antibiotics. Patient discharged the day after surgery to home with home care and antibiotics, pain medications. Manufacturer response for artificial urinary sphincter, ams artificial urinary sphincter (per site reporter): ams will evaluate the product when it is returned to manufacturer.